Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for failure was isolated to ECG "a" and ECG "b" cable was damaged causing the fault. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged belt.